Event description:
It was reported that the patient presented for a follow-up 11 months post implant. The physician found the parameters of the lead to be unusual, the insulation had deteriorated and the lead was broken.

Manufacturer narrative:
No medwatch form was received.